Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 08/12/2014, device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump black box data revealed no power issues. During testing, there was no damage observed to the battery cap or battery compartment. The battery cap attached securely on to the pump. The pump powered on normally with no alarms. The pump was exercised for 24 hours with no power issues or duplicated alarms. The pump was opened and removed from the case and evidence of moisture was found on the printed circuit board.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. It was reported that the pump lost power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.